Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 80% stenosed unknown lesion. A 2.25 x 12 mm trek was being used for post-dilatation; however, the balloon ruptured at 20 atmospheres (atm). Four inflations were performed. Two at 16 atm, one at 18 atm. And one at 20 atm when the balloon ruptured. A non-abbott balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek otw instruction for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.